Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a fluctuation in high pacing and shocking impedance measurements on the right ventricular (rv) channel. No values were observed to be out of range at this time. Oversensing of baseline noise and a rise in thresholds was also noted on the rv channel. The ICD remains in service and there have been no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Out-of-range impedance alerts are not necessarily indicative of a lead system problem. Rather, they are a prompt that the lead/shock impedance value has moved outside of the typical operating range.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a fluctuation in high pacing and shocking impedance measurements on the right ventricular (rv) channel. No values were observed to be out of range at this time. Oversensing of baseline noise and a rise in thresholds was also noted on the rv channel. The ICD remains in service and there have been no adverse patient effects reported.